Event description:
It was reported, during surgery it was noted that the surgeon appeared to have problems with the target device. The surgeon stated that the drill guide sleeve has too much play in the hole prox/stat. Therefore, the drill missed the hole. The surgeon used freehand-locking to complete the surgery.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.